Event description:
It was reported that the patient underwent a lumbar fusion with instrumentation using rhbmp-2/acs. One week post op, the patient developed burning feet bilaterally. An MRI showed a fluid collection at l4-5. An evacuation of the seroma was performed 37 days post-op.

Manufacturer narrative:
(B) (4). A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.